Event description:
A hospital in the (B)(6) reported to fisher & paykel healthcare that the heater wire pins on the inspiratory tube of an rt200 adult dual-heated breathing circuit were damaged. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory heater wires of the returned breathing circuit was visually inspected for damaged pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube of the returned breathing circuit. A visual inspection revealed that the heater wire pins were bent and split. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is possible for the user to damage the heater wire pins during use, particularly if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).